Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited loss of capture with high capture thresholds noted and the helix would not extend after multiple attempts of turns. The helix was seemingly twisted upon examination. The ra lead was removed and replaced. The patient had no adverse consequences.